Manufacturer narrative:
Batch review performed on 21 december 2023: lot: 2101193: (B)(4) items manufactured and released on 18-feb-2022. Expiration date: 2027-feb-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 21 december 2023: liner: mpact dm 01.26.2856mhc double mobility hc liner ø28/dmh (k092265) lot: 2245580: (B)(4) items manufactured and released on 24-jan-2023. Expiration date: 2028-jan-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot: 2218763: (B)(4) items manufactured and released on 02-nov-2022. Expiration date: 2027-oct-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2023. Subsequently, the patient came in reporting pain due to a periprosthetic fracture that was caused by falling. On (B)(6) 2023, the surgeon cabled the fracture and revised the stem, head, and liner. Presently, on (B)(6) 2023, the patient came in reporting pain due to a leg length discrepancy. The surgeon revised the proximal body, head and liner and the surgery was completed successfully.